Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Nurse calling on patients behalf. Nurse advised patients carb ratios were changed last week at a routine appointment. Patient has come in for another routine appointment and the carb ratios have reverted back to the previous settings and incorrect bolus advice has been given for the last week. Mother believes this caused high blood glucose. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.